Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 23 mmol/l. Customer also reported that the keypad was unresponsive and stuck button alarm. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The customer reported that they were not able to clear the alarm. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The reservoir was not returned for analysis.